Manufacturer narrative:
(B)(4).a batch review was conducted for potentially associated lot numbers gd883959 and gd883108 and no exceptions were observed that were related to the reported condition. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from the USA of bowel perforation and peritonitis in a patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapies for peritoneal dialysis (pd). During a call with baxter customer service, the nurse reported the following. On (B)(6) 2011, the patient experienced perforated bowel manifested by abdominal pain and peritonitis and was hospitalized the same day. Treatment information was not reported. At the time of this report, the patient was still hospitalized and had not recovered. On an unspecified date in (B)(6) 2011, dianeal and extraneal therapies were withdrawn and the patient switched to permanent hemodialysis. The nurse reported that the events of bowel perforation and peritonitis were not related to dianeal and extraneal therapies.